Event description:
It was reported that the lift column on the 9800 system has intermittent problems. Customer indicated the need for a power control board. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. Advised the customer that most likely, the ps3 power supply is required and not the power motor relay board. Customer ordered ps3 and they will replace. No service required.